Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported there was a scan interruption (addressed in another record) and a ring artifact on an image. There was no misrepresentation as a result of the artifact. A philips field service engineer (fse) went onsite to evaluate the system. The fse confirmed the customer¿s allegation and visually inspected the system. The fse found a crack in the a-plane collimator. The fse determined that the cause of the artifact on the images was due to the crack in the compensator. The fse replaced the a-plane collimator to resolve the issue. The fse confirmed there was no patient harm. The system is functional and in clinical use. On (B)(6) 2018, a correction and removal (c&r) (B)(4) was released. A customer information letter (cil) (B)(4) was sent to the customer on (B)(6) 2018. Field change order (fco) (B)(4) has been established for this issue.

Manufacturer narrative:
The customer reported there was a scan interruption (addressed in another record) and a ring artifact on an image. There was no misrepresentation as a result of the artifact. A philips field service engineer (fse) went onsite to evaluate the system. The fse confirmed the customer¿s allegation and visually inspected the system. The fse found a crack in the a-plane collimator. The fse determined that the cause of the artifact on the images was due to the crack in the compensator. The fse replaced the a-plane collimator to resolve the issue. The fse confirmed there was no patient harm. The system is functional and in clinical use. This issue has been determined not to be a reportable event.